Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hasn't had "anything but grief" with the device. The patient also commented that "they gave me an infectious disease when they implanted it". The device remains in use. No further patient complications have been reported as a result of this event.